Event description:
It was reported that during a lap cholecystectomy procedure that the surgeon was ligating the cystic artery using el5ml. When he applied the clip he could not get the applier to release the clip out of the jaws. He pulled at the applier and the clip pulled off the artery causing it to bleed. He stopped the bleeding using diathermy. He tested the clip applier outside the pt and said it had jammed again, so he opened a new el5ml and finished the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation.